Event description:
Vns pt was seen in the ER complaining of pain due to continous stimulation. It was reported that placing the magnet over the device was unsuccessful in stopping stimulation. The pt indicated that their device was "reprogrammed" two days prior. Investigation to date has been unable to determine whether or not the device had malfunctioned.